Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited loss of capture, loss of sensing and low impedance. A chest x-ray confirmed the lead had dislodged due to twiddler's syndrome. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.